Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board; updated the hardware on the backlight inverter printed circuit boards (pcbs) and completed software download. The ventilator passed self-testing.

Event description:
It was reported that lines were showing on the ventilator's upper display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.